Event description:
It was reported that patient underwent knee arthroplasty on an unknown date. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2014 due to a loosened tibial tray. The tibial tray, tibial bearing and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay part number, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.